Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31245685l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced a stroke that resulted in visual impairment. The patient who underwent ablation procedure with qdot micro catheter complained of visual abnormalities. MRI and other tests were performed, and a cerebral infarction was confirmed. The patient¿s condition was non-life-threatening but poor vision on the left side remained. After that, the hospital is considering offering rehabilitation for the patient with visual impairments. The patient required extended hospitalization for additional examinations and observation. The patient has improved.